Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. Review of the data file from the event on (B)(6) 2020 showed that the device detected a valid impedance, but the device was in ECG lead view. Pads lead view was never selected. The device passed all testing including functionality and stress testing with test accessories. The device met specifications and performed as designed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.